Event description:
The customer reported that when the device was removed from the packaging, the plastic insulation near the jaws was damaged. The surgeon opted to use the device for the intended procedure. During the case, the tear was noticed to have expanded and the surgeon stopped using the device. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: (B)(4) 2015. Date of follow-up report: (B)(4) 2015. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged. Further evaluation discovered that the device failed hipot testing.. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.